Event description:
The manufacturer representative (rep) reported that the patient's battery is migrating toward the incision site. Impedances are out of range and greater than 20,000. A revision is planned for the thursday following date notified as a result. On (B)(6) it was stated that during the revision it was found that the pocket was infected and some fluid was in the header block. The healthcare provider (hcp) is going to attempt to move the pocket and attempt to save it. The patient is going to be placed on antibiotics as well. Indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.